Manufacturer narrative:
The impella device was not received from the customer, therefore investigation of the device was not possible. Should additional information be provided in the future, a supplemental report will be submitted. Instructions for use for the related event are as follows: ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g., infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While the patient was on support, the staff observed a small leak in purge fluid at check valve/yellow hub. It is unknown if the purge cassette was replaced. There was no patient harm related to this event.